Manufacturer narrative:
The specimen was collected via vacutainer in greiner 3ml edta tube. The sample was stored at room temperature and processed about 1.5 hrs after sample collection. Qc was run before the event and recovered within assay limits. A 5c controls are run every eight hours and internal qc every 2-3 hours. Raw data was requested for analysis, but the files were not provided at the time of the investigation. The instrument "imm ne 1" flag was set to off. There was no service dispatched for this event. The customer requested support from the applications specialist who submitted this complaint. Root cause of this event is unknown.

Event description:
The coulter lh 780 analyzer generated erroneous differential (low lymphocyte and high nucleated red blood cells (nrbc) results) on a patient sample with lymphoma. The results were flagged with the operator-defined flags. Erroneous results were reported out of the lab, but the physician questioned the results. The specimen was repeated multiple times on the same instrument and produced similar results. The sample was tested on a different instrument and a manual smear was performed. The results obtained were more consistent with the patient's history and diagnosis. Higher lymphocytes and no nrbcs were observed by manual differential; a corrected report was issued. There was no death, injury or effect to patient treatment.